Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, the device was unable to pace. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs confirmed that the electrode pads were not attached to the device at the start of the event. The device's display did show a "pacer check pads" banner in the middle of the screen to alert the user that the electrode pads were not attached. The device provided a warning and performed to specifications. Analysis of reports of this type has not identified an increase in trend.